Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced fluctuations in high blood glucose level. The customer blood glucose level was raised up to 200mg/dl and decline to 80 mg/dl. Customer treated with boluses for high blood glucose and treated by suspending the pump and by drinking milk and spoons of sugar for low blood glucose. The customer declined the troubleshooting for high blood glucose and low blood glucose. The device will not be returned for analysis.